Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(4) 2013, it was reported that the pt's infusion device displayed the "cartridge empty" alarm and then none of the buttons would function. She took the battery out and reinserted it, but then the device displayed e8 (power interrupt) and the buttons still would not function. The pt switched to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.